Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the they received a low battery alert prior to the replace battery alert. Customer stated it was less than 8 hours from the low battery alert to the low battery alert. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer states this is the second occurrence of replace battery alert in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.